Event description:
The customer observed negatively biased control results on the vitros 250 analyzer using amon slides. Biased results could lead to inappropriate physician action. No biased results were reported. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into the event suggests the precision of the system was outside the expected interval. The customer changed the incubator evaporation caps. Qc results after maintenance and recalibration were within expected intervals. The root cause of the biased control results was instrument related.